Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver displayed an error icon. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
Com (B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. The receiver data log could not be downloaded and the error could not be found. The reported event of an error icon display was undetermined. A probable cause could not be determined.